Manufacturer narrative:
No sample is being returned for evaluation. Without a sample, it is difficult to confirm the reported defect. Furthermore, a valid lot number was not provided; therefore, the device history record could not be reviewed. Kendall healthcare is continually improving our products and processes to provide our customers with the highest quality products. Therefore, we have found that one potential root cause for this defect could be an embedded particle of remaining silicone from the molding process. As a result, preventative actions are being initiated including improvements to the mold cleaning process. The inflations volumes reported by the customer are beyond the recommended and maximum inflation volumes as stated in the instructions for use and can lead to balloon failure.

Event description:
It was reported to tyco healthcare / kendall in 2006, that a customer had a problem with a foley catheter. The customer states balloon burst. The customer also states they are inflating the balloon with 15-20cc of water.